Event description:
Additional information was received stating surgical intervention took place where the lead was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000155405.

Event description:
It was reported that during a trial pull the physician was unable to remove one of the trial leads. The physician tried for approximately 1 hour but was unsuccessful. The contact appeared to be stuck on the lamina. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.